Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the peg of a 5f mynxgrip vascular closure device (vcd) was seen at the junction of the sealant housing and advancer tube (proximal end of the advancer tube) after shuttling the shuttle down and retracting the 5f avanti sheath and shuttle back to the device. The peg did not successfully deploy as expected. Hemostasis was achieved using manual compression with no complications. There was no reported patient injury. The device is stored in a temperature/humidity-controlled environment. There were no visible defects of the device prior to use and no damage noted upon removing from the packaging. The device was prepped per instructions for use (IFU) prior to use and no issues were identified during the prep process. The balloon was prepped using normal saline only. The device was not wiped or dipped in saline prior to use. There was no difficulty in advancing the shuttle or retracting the 5f sheath and shuttle. The user shuttled down completely. There was no resistance when shuttling down. Other than the peg not deploying successfully, there was no abnormality of the device or procedure noted. A 5f avanti sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. An angiogram of the 5f sheath insertion site was performed prior to closure attempt and the site was deemed appropriate for closure by the physician. There was no calcium or tortuosity noted. Access site was right common femoral artery. The procedure was diagnostic procedure with a retrograde access. The user is a trained user. The patient does not have a history of infectious diseases. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the polyethylene glycol (peg) of a 5f mynxgrip vascular closure device (vcd) was seen at the junction of the sealant housing and advancer tube (proximal end of the advancer tube) after shuttling the shuttle down and retracting the 5f avanti sheath and shuttle back to the device. The peg did not successfully deploy as expected. Hemostasis was achieved using manual compression with no complications. There was no reported patient injury. The device is stored in a temperature/humidity-controlled environment. There were no visible defects of the device prior to use and no damage noted upon removing from the packaging. The device was prepped per instructions for use (IFU) prior to use and no issues were identified during the prep process. The balloon was prepped using normal saline only. The device was not wiped or dipped in saline prior to use. There was no difficulty in advancing the shuttle or retracting the 5f sheath and shuttle. The user shuttled down completely. There was no resistance when shuttling down. Other than the peg not deploying successfully, there was no abnormality of the device or procedure noted. A 5f avanti sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. An angiogram of the 5f sheath insertion site was performed prior to closure attempt and the site was deemed appropriate for closure by the physician. There was no calcium or tortuosity noted. Access site was right common femoral artery. The procedure was diagnostic procedure with a retrograde access. The user is a trained user. The patient does not have a history of infectious diseases. Other procedural details were requested but were not provided. One non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection revealed that the shuttle was engaged with the black handle and the stopcock was in the open position, with a cordis mynx syringe attached to the unit. The catheter sheath introducer (csi) was not returned for evaluation. The sealant was also not returned, and the advancer tube was found in the exposed position. No additional anomalies or visible damage were observed during the visual analysis. A functional inflation/deflation test was performed, and the balloon inflated and deflated as expected, with no issues related to the reported failure. However, the deployment simulation could not be conducted in accordance with the device¿s IFU, as the unit was received in an actuated state, with the advancer tube already exposed and the sealant missing. As part of the additional analysis, the presence of the slit on the outer cartridge was confirmed. The reported event of ¿sealant-failure to deploy¿ was not observed through analysis of the returned device since the sealant was not received, and there were no issues noted with the device¿s deployment mechanism. The exact cause of the issue experienced by the customer could not be determined during product analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to failure to deploy reported since the device was returned with the advancer tube deployed on the catheter shaft and the sealant was not returned, indicating it was deployed off the device. However, procedural/handling factors, such as an incomplete engagement of the advancer tube during deployment (even though the user reported that the shuttle was shuttled down completely), possibly contributed to the issue reported by the customer since there were no anomalies noted to the device that could have contributed to the issue reported. According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.